Event description:
A broken oct rod necessitated a revision surgery to remove part of the original construct and replace with new components. Per reporter: the pt did not wear the post-operative neck brace as directed by the surgeon.

Manufacturer narrative:
Review of instructions for use found postoperative instructions to be sufficient. Review of DHR did not identify any mfg issues that would have contributed to the event.